Event description:
It was reported that an ilet pump failed to turn on after battery depletion and subsequent charging, despite the screen briefly lighting, vibration and beep on attempted power-up, and the ilet app indicating approximately 25% charge with charging status; the display was difficult to read and the affected component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light problem affecting display visibility consistent with a display difficult-to-read issue involving the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.